Event description:
It was reported that prior using bd vacutainer® k3e 3.6mg plus blood collection tubes, sharp protrusions were seen on the cap of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation which indicated failure mode of a damaged hemoguard shield upon examination. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior using bd vacutainer® k3e 3.6mg plus blood collection tubes, sharp protrusions were seen on the cap of one tube. No adverse impact was reported regarding the patient or user.